Event description:
It was reported that the implantable pacing lead was attempted, not implanted. The helix was partially extended and would not fully retract. The lead was unable to pass into the superior vena cava (svc). A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).